Event description:
Reporter indicated a vns pt presented with high lead impedance. The pt denies any history of falls, trauma or manipulation of device. The last good diagnostics were in 2008. The pt also reports no longer feeling device stimulation. X-rays were reviewed by the manufacturer and no anomalies that could cause or contribute to the event were noted. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.